Manufacturer narrative:
The tip was received and the evaluation completed on (B)(6)2019. Confirmed a hole in the membrane. At 4:11:28 pm on (B)(6)2019 the tip was used for 1179 treatments. The tip passed flow, thermistor (t0:25.74 ,t1:25.02 ,t2:24.94 ,t3:24.62 ), testing. The tip failed the leak testing and failed visual testing due to dielectric breakdown being seen. A functional test was not performed due to the presence of dielectric breakdown. The tip will be scrapped. The evaluation is complete. The investigation is ongoing.

Manufacturer narrative:
Evaluation of the treatment tip confirmed damage of along the rf trace of the tip. This evaluation confirms customer¿s account of possible burn marks on the treatment tip. Defects on the tip membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and can potentially cause patient burns. Both the thermage user manual (p009240-05 rev. B) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. A review of the manufacturing records showed all requirements were met. No patient injury occurred during treatment. Service confirmed damage on the tip membrane along the rf trace. Investigation found damage to the rf trace are caused by stress concentrations on the flex assembly at the adhesive edge that damage the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Trending will be performed to monitor this issue. No further action is required at this time. Complaint type identified within risk analysis and performing within anticipated rate. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). The investigation is complete.

Manufacturer narrative:
The product has been received and is pending evaluation. The investigation is ongoing.

Event description:
A user facility in (B)(4) reported that during a thermage treatment the tip sparked during pulse delivery with 22 pulses remaining. The treatment was stopped to change the tip. The procedure was completed with no impact to the patient.